Event description:
In 2/2002, a gliatech employee attended a professional meeting. During the meeting, dr. Reported on his experience with adcon-l. Dr. Mentioned that he had one pt with poor healing of the skin following application 2.5 mg of adcon-l. No additional info is available at this time.